Event description:
It was reported that "pt called to report that he received a total knee in (B)(6) 2009. He experienced problems and pain from the start. In (B)(6) 2011, he went for an add'l surgery."

Manufacturer narrative:
An eval of the device(s) cannot be performed as the device(s) was not returned to the MFR. Add'l info was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.